Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient¿s mom/reporter contacted animas on behalf of the patient to report of elevated blood glucose from 274 to 305 mg/dl due to not counting the actual carbohydrate intake for lunch and afternoon snacks. There was no report of any symptoms or required hcp medical intervention to suggest a serious injury. However, the patient reportedly has been urinating more than usual. The subject pump was not available for review at the time of the call. Animas has made 3 attempts to contact the reporter back for more information but was not successful. A letter was sent to the patient, requesting a call back. This complaint is being reported due to an unresolved insulin pump deliver issue.